Event description:
It is alleged that a female patient received coolsculpting treatment with the coolcore applicator (6.3) on her left and right bra roll areas on (B)(6) 2012. The bra roll areas are considered off-label since the zeltiq system is only cleared in the USA for the abdomen and flanks. The patient returned to the office on (B)(6) 2012 and received coolsculpting treatment to the upper abdomen. On (B)(6) 2012, the office reported that the bra roll areas have soft ¿dimples¿ that are not in the shape of the applicator. On (B)(6) 2012, the area is described as larger than before the treatment despite no weight gain. On (B)(6) 2012, zeltiq was informed that the patient has decided to receive smartlipo to treat the condition, making this a reportable event. A follow-up report will be made to the agency if and when new info is received about this case.

Manufacturer narrative:
Zeltiq followed up with the physician¿s office to gather add¿l info but was unable to obtain the serial number of the applicator used. No device malfunction was reported to zeltiq.